Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access extension set leaked from the connection side of the tube with the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 2/16/15 to 2/18/15. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed but was unable to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.